Event description:
It was reported that during an unknown procedure, the device did not fire. The handle was slow to move. It is unknown how the case was completed. It is also unknown as to patient consequence.